Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed at the rcfa. Reportedly, resistance was felt during removal of one of the proglide devices at the rcfa. The device was able to be removed without intervention and the suture remained in place. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Arteriotomy closure of the mildly calcified left common femoral artery (lcfa) was attempted using a proglide device after the tavr procedure using a 6f sheath. Reportedly, resistance was felt during removal of the proglide device at the lcfa even though the lever was returned to its original position and the foot retracted prior to device removal. The proglide device broke off at the guide. The separated sheath was removed via surgical cut down. Vessel damage was noted. The sheath size remained 6f at the lcfa. The vessel was repaired and hemostasis was achieved via surgical suturing at the lcfa. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.